Event description:
It was reported that a pump was programmed to deliver dopamine to a pt (programmed amount and delivery rate unk). It was observed that the pt's blood pressure did not increase. The customer stated that when the pump alarmed for infusion complete, the IV container was still full. It was also reported that when the pump was replaced, the pt's blood pressure increased as expected.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Upstream occlusion and downstream occlusion tests were not performed per the sigma preventive maintenance procedure with the unit passing. A flow rate test was also performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within spec. Add'l flow rate tests were performed in which an inaccuracy of +8% was observed, however, this is not related to the reported under infusion. Review of the device history log shows that on the reported date of the event, seven flow confirmation prompts were confirmed and multiple rate changes were programmed.